Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that when pushing the guide pin through the lag screw, a metal fragment came out of the lag screw.